Event description:
It was reported to philips that the azurion device would not boot up. The device was inside clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse found that the system not booting completely and x-ray pc faulty. The fse replaced the x-ray pc and installed the software. After replacement of the x-ray pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.